Event description:
The customer contacted physio-control to report that their device is intermittently not powering on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer declined to have the device repaired and the device was returned to the customer unrepaired. The cause of the reported issue was not determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device is intermittently not powering on. There was no report of patient use associated with the reported event.